Manufacturer narrative:
The device has not been received. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis.

Event description:
Medtronic received information that the mechanical thrombectomy device detached when it was being retrieved. The device was reported to have separated from the distal section of the pushwire within the 070 competitor catheter. This event occurred during a left middle cerebral artery (mca) occlusion that was reported to be 100% occluded in the internal carotid artery (ica). The baseline tici was 0. Post intervention the tici was 3, after one device retrieval. The anatomy was moderate in tortuosity. The patient did have vessel stenosis proximal to the thrombus site. The microcatheter tip did not cover the stent proximal marker during retrieval. The microcatheter was pulled back over the wire to increase the intermediate aspiration lumen which is why the proximal marker of the mechanical thrombectomy device wasn¿t covered. No patient injury occurred.